Manufacturer narrative:
No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial result was 142 mmol/l. The repeat result from a different c501 module was 128 mmol/l. The repeat result from the c501 module in question was 129 mmol/l.

Manufacturer narrative:
The na electrode lot number was j3134 with an expiration date of 18-mar-2024. The customer pulled 10 random patient samples that were run on the module in question and repeated them on the other c501 module with comparable results. The field service engineer (fse) completed mechanical checks and performed sample probe and ion-selective electrode (ise) probe alignments. Precision testing was acceptable. The fse did not find a cause for the event. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. The investigation is ongoing.